Manufacturer narrative:
Device evaluation summary there was no damage evident to the graft cover and side port extension tubing. Water was observed leaking from the handle when the device was flushed via the side port. Water was visible in the graft cover and a small amount was observed exiting at the graft cover tip. The handle was disassembled, and a leak was observed from the silicone seal during flushing. There was no deformation evident to the silicone seal. The inner member collar was moving freely on the middle member despite the presence of glue in the port holes. The reported issue was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted for the endovascular treatment of an unknown size thoracic aneurysm. It was reported during the index procedure the device couldn't be flushed from the side port. The saline didn't flow correctly through the device and leaked from the delivery system. It was replaced by a non-medtronic stent graft. As per the physician the cause can not be determined. No additional clinical sequalae was reported and the patient is fine.